Event description:
Caller reported a discrepancy in the displayed and actual time on the pump, which was greater than five minutes. Blood glucose readings were maintained within a safe range without any adverse impact on the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor for any recurrence of the time discrepancy, acknowledging the guidance provided.